Manufacturer narrative:
The ge service rep could not duplicate the problem. The error logs was showing fast stop activated errors. He checked the wires in the dog house and greased the high voltage cables. The system is operating as intended.

Event description:
The customer reported system had several fast stop activated errors and had to reboot, system finally stopped booting.